Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent l3vcr (vertebral column resection) surgery for t10-s2ai levels. Post- operatively, for unknown reasons, the patient underwent removal surgery. During this revision surgery, the tip of the screwdriver broke in the middle of the removal because the thread of screw and bone were engaged tightly. The product came in the contact with the patient. No fragment of the device were remaining in the patient. No patient complications were reported. Reportedly, the surgeon commented that such event happen when a screw gets firmly stuck in bone.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.